Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. The reported event of fluid ingress was unable to be confirmed. Log file data from the reported event dates of 13jul2025 ¿ 14jul2025 was reviewed. On 13jul2025, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. This alarm resolved when the backup battery load test was re-attempted and the backup battery passed. The backup battery fault alarm reactivated on 14jul2025. The backup battery fault alarm did not prevent the controller from supporting the system as intended. The backup battery was reseated on 14jul2025, resolving the alarm. Provided information indicated that fluid was noted on the backup battery connector during the reseating, but that it was possibly dielectric grease from manufacturing. No equipment was returned for analysis, and no photos of the patient's backup battery connector were submitted. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported events could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an emergency backup battery (ebb) fault alarm and was unable to resolve with multiple self tests. The ebb was reseated and the alarm resolved. During the reseating, a fluid on the connector at the end of the ribbon that connects to the ebb was noted, and was assumed to be a dielectric grease of some kind. Following review, log files captured the ebb faults on 14jul2025 with resolution after seating the ebb. It was also noted that there was dielectric grease used around the ribbon cable connection.

Event description:
It was reported that during the reseating, a fluid on the connector at the end of the ribbon that connects to the emergency backup battery (ebb) was noted, and was assumed to be a dielectric grease of some kind.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.